Manufacturer narrative:
On 8/17/2016, additional information was received about the returned catheter condition: there was difficulty withdrawing the catheter from the patient, which may have contributed to the damage found by the biosense webster failure analysis lab. It is confirmed that there was no patient consequence. The condition of the catheter was not noticed prior to use or upon withdrawal, but was noted prior to sending it back for analysis. The size of the sheath in use was 8.5 fr, but no other information about the sheath is available. (B)(4).

Manufacturer narrative:
The following information was omitted from the supplemental report sent on 7/25/2016: notified by the biosense webster failure analysis lab on 7/19/2016 of the returned catheter condition: pebax torn with helix and all internal part broken and metal exposed. This finding is MDR reportable due to the internal parts and metal being exposed, as this poses a potential risk to the patient. (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 7/19/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a male patient underwent an ablation procedure for ischemic ventricular tachycardia with a smarttouch uni-directional catheter and suffered cardiac arrest requiring cardiopulmonary resuscitation (CPR). Upon receipt, the catheter was visually inspected and the pebax was found torn with helix, all internal parts broken and metal exposed. A scanning electron microscope (sem) test was performed over the damaged area of catheter, and it was found that the separation occurred while the catheter was stretched and/or pulled with excessive force. The catheter outer diameters were measured and found within specifications. Further information received indicates that catheter was withdrawn from the patient with difficulty, which may have contributed to the damages observed; the instructions for use indicate to avoid the usage of excessive force to advance or withdraw the catheter when resistance is encountered during catheter manipulation through the sheath. A deflection test was performed, which the catheter passed. The returned device was then evaluated for electrical performance, temperature response and generator performance, which the catheter failed; no readings on electrode #2 were observed. The thermocouple also failed. The catheter was then evaluated for the sensor functionality on the carto system. The catheter was not recognized or visualized. The failures found on the catheter are related to the pebax damage; all electrical/magnetic components were found damaged at the area. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter failed during the carto and temperature tests as a result of the pebax damage observed. Based on available analysis findings and results, the failure mode does not appear to be caused by any internal bwi processes. The root cause of the cardiac arrest remains unknown. Similar complaints are monitored on monthly bases. No CAPA activity is requested.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system, model # m-4800-01, s/n: (B)(4). Due to the august 2015 FDA maintenance where the 3500a codes were updated, the 3500a codes will be added until the biosense webster system is also updated. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for ischemic ventricular tachycardia with a smarttouch uni-directional catheter and suffered cardiac arrest requiring cardiopulmonary resuscitation (CPR). Ventricular tachycardia (vt) was successfully induced via pacing. Physician was not able to pace out of vt. Patient arrested. Cardioversion was performed. Patient went into asystole. CPR was initiated. Rhythm was restored. Remainder of procedure was aborted. Patient was reported to be in stable condition at the time of complaint report. There is no information regarding extended hospitalization. Patient outcome is fully recovered and back to baseline. Physician's opinion regarding the cause of the adverse event is that it is related to the patient's condition. The patient had also been in ventricular fibrillation (vf) and pulseless electrical activity (pea).